Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to 300 mg/dl after an infusion set/cartridge supply change in which they selected ¿yes¿ without observing drops, resulting in an incomplete tubing fill and disconnection from the pump; the user self-administered subcutaneous humalog and later corrected the supply change, after which glucose normalized. Symptoms included high blood glucose without reported ketones or systemic symptoms. Outcomes included no need for assistance from others and no medical intervention or hospitalization. Investigation included complaint intake and user education on proper priming and supply change technique. Investigation of this case revealed user error related to incomplete tubing fill and improper infusion set deployment/connection leading to underdelivery of insulin. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete priming and incorrect infusion set handling.